Manufacturer narrative:
Correction: the initial MDR was reported in error. This event does not meet criteria for reporting as a (serious injury). The manufacturer internal reference number is: (B)(4).

Event description:
Based on information available this event does not meet criteria for reporting as a (serious injury).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the micro stent implant procedure, the stent did not deploy. The patient experienced intraoperative hyphema and it was resolved. The device was removed from the eye.